Event description:
A malfunction alarm was reported, and the customer was assisted with resetting the pump. The impact on the customer's blood glucose level was unknown as they declined to answer regarding potential elevation. The customer was advised to continue using the pump and instructed to contact support if the malfunction code recurred, which did not happen after the reset.